Event description:
Related complaints: same case as MFR. 2134265-2012-05976 & 2134265-2012-05978. It was reported that following an embolization treatment procedure, the patient passed away. The target lesion was located in the liver. The anatomy was moderately tortuous. There were no relevant comorbidities. A total of 5 coils were used for this embolization procedure. Continuous flush was maintained throughout the procedure. Three vortx coils were successfully deployed. The 2nd vortx coil passed through non-bsc 2.4f microcatheter, but was unable to detach from the tip of the non-bsc .016" mirco wire. The 3rd vortex coil became jammed inside the catheter. The procedure was successfully completed with the three previously placed coils. Post procedure the patient was moved to the ward. The patient's symptoms were reported as aggravated and the patient passed away 10 hours post procedure. It was noted that the patient's condition was not good enough to "hold." The cause of death is unknown.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Related complaints: same case as MFR. 2134265-2012-05976& 2134265-2012-05978. It was reported that following an embolization treatment procedure, the patient passed away. The target lesion was located in the liver. The anatomy was moderately tortuous. There were no relevant comorbidities. A total of 5 coils were used for this embolization procedure. Continuous flush was maintained throughout the procedure. Three vortx coils were successfully deployed. The 2nd vortx coil passed through non-bsc 2.4f microcatheter, but was unable to detach from the tip of the non-bsc .016'' mirco wire. The 3rd vortex coil became jammed inside the catheter. The procedure was successfully completed with the three previously placed coils. Post procedure the patient was moved to the ward. The patient's symptoms were reported as aggravated and the patient passed away 10 hours post procedure. It was noted that the patient's condition was not good enough to "hold." The cause of death is unknown.